Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported via sales rep - left. Reason(s) for revision : no information provided other than failed asr cup (only cup and head revised). Update rec'd 7/17/2014 - litigation received. Litigation alleges pain, metal toxicity, and elevated metal ion levels. The head is now being reported. Update rec'd 8/9/2014 - ppd with medical records received. Upon revision, inflamed tissue was noted. The information does not affect the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/17/2014 - litigation received. Litigation alleges pain, metal toxicity, and elevated metal ion levels. The head is now being reported. This complaint was updated on: 07/31/2014.

Event description:
Asr revision reported via sales rep; left. Reason(s) for revision: no information provided other than failed asr cup (only cup and head revised).